Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential factors that may contribute to difficulty inflating and/or watermelon seeding may include, but are not limited to, patient anatomical morphology, device size selection, placement of the balloon within the lesion, or physician technique. To help ensure this is not the result of a manufacturing deficiency, various quality checks are in place to verify visual, functional and dimensional specifications. Additionally, a sampling of units is destructively tested to verify proper balloon inflation. Reportedly, the rx mini trek was used in a mildly calcified lesion, which may have contributed to the reported watermelon seeding; however, a conclusive cause could not be determined. It was reported that the balloon was not soaked in saline prior to use. The mini trek instructions for use states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It is unknown how the failure to soak the balloon prior to use may have contributed to the reported watermelon seeding. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported.

Event description:
It was reported that the mini trek balloon was prepped outside of the body. The mini trek was not pre-soaked. The balloon was inflated to 9 atmospheres (atm) in the mid left anterior descending artery that had no tortuosity or calcification and was 99% stenosed and it watermelon seeded proximal to the lesion site. The mini trek was then repositioned and it was inflated again to 12 atm. No resistance was ever noted. There was no patient injury. There was no clinically significant delay in the procedure. No additional information was provided.